Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2014-05372, 1225714-2014-05373 and 2937457-2014-01352, 1225714-2014-05374, 1225714-2014-05375 and 2937457-2014-01353.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced cardiovascular events on (B)(6) 2008 and (B)(6) 2010 after the use of the product.